Event description:
It was reported by the clinician that the catheter was placed into a (B) (6) female pt in the operating room on (B) (6) 2009. On (B) (6) 2009, a nurse was checking the dressing and noted bleeding. The nurse assessed the blue port and withdrew blood and accessed the arterial (red port) and withdrew air. The physician was notified and the catheter was exchanged. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.